Manufacturer narrative:
Additional manufacturer narrative: due diligence attempts have been made to obtain the status of the explanted device. At this time, no response has been received. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, information regarding the explant procedure was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 23mm bioprosthetic aortic valve, implanted one (1) year, seven (7) months, fourteen (14) days, was explanted due to unknown reasons. The explanted device was replaced with a 21mm bioprosthetic aortic valve. No other information has been made available.

Manufacturer narrative:
Edwards received additional information stating that the device was explanted due to endocarditis. Prosthetic valve endocarditis (pve) is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device.

Event description:
Edwards received additional information stating that the device was explanted due to endocarditis. Per obtained medical records, the patient recently had a dental abscess. He presented with a stroke and on echo was found to have a large mobile mass on his valve and left ventricular outflow tract. It appeared to be organized thrombus almost obstructing the prosthetic aortic valve and the aorta. Appropriate cultures were obtained and the tissue was sent for pathology. Culture results were all negative. The explanted valve was noted to function normally. It was also noted that the patient had a good annulus post valve excision with no evidence of any purulence. The patient was separated from cardiopulmonary bypass in a normal sinus rhythm. Transesophageal echocardiogram (tee) showed no aortic insufficiency, no perivalvular leak, and preserved left ventricular function. The patient was discharged in stable condition on post-operative day ten (10) to a rehabilitation facility.